Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the arrow button of the insulin pump was stuck. Customer did the self test and they received hardware low level failure error alarm. The block mode was inactive. Customer rewound the insulin pump and attempted self test at second time. Customer reported that the number were ramping and scroll bar moving without any input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.